Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided.  If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). Device manufacture date: unknown, as the lot number of the device was not provided. Device evaluation: the product was not returned to the manufacturing site because it was discarded. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the lot number is unknown. Therefore, the manufacturing record review could not be performed. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the edge of the optical surface of the intraocular lens (iol) scrapped off the lubricant in the emeraldc30 cartridge and white powder entered the patient's eye. Reportedly, the foreign material could not be removed completely during the I/a (irrigation/ aspiration) procedure. No patient injury was reported. The account commented that the device was discarded at the surgery center. No additional information was provided.